Event description:
The patient reported that the infusion device often turns off without displaying an alert or error message. The patient reported experiencing elevated blood glucose of up to 498 mg/dl. The patient's normal blood glucose level is 110 mg/l. The patient injected insulin via pen to lower blood glucose levels. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.